Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements eventually going out of range. This patient underwent a lead revision procedure in which this rv lead was removed intact. It was observed that there was lot of slack on the lead. In the heal portion with the locking stylet, the conductor became externalized. A sheath was placed over the lead, and the entire rv lead was removed intact. The proximal coil had no calcification on it whereas the distal coil had calcium that could be felt over the entire coil. A new rv lead was successfully implanted and remains in service. This rv lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The analyzed images in the media inspection helped to confirm the lead conductor became externalized. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements eventually going out of range. This patient underwent a lead revision procedure in which this rv lead was removed intact. It was observed that there was lot of slack on the lead. In the heal portion with the locking stylet, the conductor became externalized. A sheath was placed over the lead, and the entire rv lead was removed intact. The proximal coil had no calcification on it whereas the distal coil had calcium that could be felt over the entire coil. A new rv lead was successfully implanted and remains in service. This rv lead is not expected to be returned. No additional adverse patient effects were reported.